Manufacturer narrative:
Complaint no: (B)(4). Patient was born in 1961. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. One day following the event onset, the patient was hospitalized and started treatment with amikacin (125 mg in 1 bag, frequency and duration not reported, intraperitoneally) and fortum (500 mg in all bags, frequency and duration not reported, intraperitoneally). Treatment was ongoing. At the time of this report, the patient was recovering and hospitalization was ongoing. Action taken with dianeal therapies was not reported. No additional information is available.